Manufacturer narrative:
H3/h6 - evaluation of the returned em controller 9735824r lot# 1600703519 found no fault with the component. Codes b01, c19, d14 apply. Evaluation of the returned emitter 9733752 lot# 603005023 determined the flat emitter contains bent pins, as reported. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system brand name ; product ID 9733752 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G04035 corresponds to concomitant product 9735824 that comprises the reported event. G02018 corresponds to concomitant product 9733752 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site encountered a "localizer not connected" error while setting up for surgery. The site discovered that the pins inside the flat emitter lemo connector were bent. The site bent the prongs back into place and were able to connect the emitter. Later when performing the system planned maintenance (pm), the medtronic representative (rep) found that the flat emitter was not connecting. When using a known working emitter from another system the issue persisted. No patient was present. Troubleshooting information was provided. Troubleshooting further could be possible by accessing an em cranial case on another navigation system at the site to test emitter functionality. The probable cause was suspected to be a malfunctioning electromagnetic controller.